Event description:
Per the clinic, the patient developed an infection at the implant site. The patient underwent two different procedures, the (B)(6) 2013 (specific date not reported). The patient was treated with medication (type not reported). And the second on (B)(6) 2013, to have the site cleaned, however, the issue did not resolve. The device was explanted on (B)(6) 2013 and the patient was reimplanted with a new device in the contralateral ear.

Manufacturer narrative:
This report is filed november 22, 2013.

Manufacturer narrative:
(B)(4). Device not received yet.